Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The device had cracked case at display window corners, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a button on the customer's insulin pump got stuck and the numbers continued scrolling up while the customer was entering in carbohydrates. The customer's blood glucose was 4.2 mmol/l. The customer was advised to revert to a back-up plan. Nothing further was reported.